Event description:
It was reported that during a percutaneous coronary intervention a balloon deflation issue occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous proximal to mid left anterior descending artery (lad). A 2.5 x 28mm non bsc stent and 3.0 x 28mm non bsc stent were implanted in the lad from distal to proximal in the lesion. The 3.0 x 12mm nc quantum apex mr balloon catheter used for post dilation was inflated to 16atms for 20secs. The physician attempted to deflate the balloon, but was unable to deflate. The device was pulled a couple of millimeters and the physician was able to and remove it. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: there was contrast in the balloon and inflation lumen. The balloon was partially inflated. There was no necking or elongation on the outer shaft. The inner and outer shaft was buckled adjacent to the proximal balloon bond. The inner shaft was buckled on both ends of the proximal markerband. There was no evidence of any proximal bond anomalies or distal outer neckdown. A .014" guidewire was inserted into the tip and advanced through the lumen. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water; no issues were encountered during inflation. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. Attempts to deflate the balloon by applying negative pressure with the inflation device were unsuccessful; the balloon did not fully deflate within the 60 second maximum deflation specification. It appears that extensive buckling of the inner at the proximal bond region most likely contributed to the confirmed balloon deflation difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon deflation issue occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous proximal to mid left anterior descending artery (lad). A 2.5 x 28mm non bsc stent and 3.0 x 28mm non bsc stent were implanted in the lad from distal to proximal in the lesion. The 3.0 x 12mm nc quantum apex mr balloon catheter used for post dilation was inflated to 16atms for 20secs. The physician attempted to deflate the balloon, but was unable to deflate. The device was pulled a couple of millimeters and the physician was able to and remove it. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.